Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for two patient samples that were questioned by physicians. Of the data provided, only the results for one of the patients were discrepant. The initial creatinine result was 174 mmol/l and was reported outside of the laboratory. After the physician complained, the sample was repeated and the result was 84 mmol/l. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the tubing on the wash station was damaged. He replaced the tubing which resolved the issue.